Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported one of the patient's ipg is unable to communicate with external devices. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05450.it is unknown which ipg was explanted; therefore both devices are being reported as explanted. It was reported the patient's ipg was explanted and replaced. The system was turned on and he patient's therapy was restored. The patient's issue was resolved.